Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, glare emanating from the temporal visual field which is bothersome while driving. It was noted that the patient could not adapt to the lens. The iol was exchanged in a secondary procedure. Additional information has been requested.